Event description:
Per acknowledgment and receipt form for the leep product recall, account stated "problems activating coagulation". Leep precision generator lp-20-120. E-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Per acknowledgment and receipt form for the leep product recall, account stated "problems activating coagulation". Leep precision generator lp-20-120 e-complaint (B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 01/12/2015 under wo# 174926 & 174954 and shipped on 10/31/2017. Manufacturing record review: dhrs 174926 & 174954 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the unit was returned on RMA #329781 on 03/17/2022. Visual evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected. Functional evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected unit. Root cause: the failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. This unit has been identified as a recall unit. Corrective actions the units' board (p/n 300788-r) was update to the latest revision under wo #317995, tested to specifications and returned to the customer. Additional corrections in regard to CAPA 744 was the release of ecn 24379, updating a test procedure, re-working relevant units in wip and recall 1216677-09-03-2021-003 was initiated. Train personnel *was the complaint confirmed? Yes.